Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unspecified procedure, the machine stated the powerseal curved jaw sealer had an incomplete cycle. There was no physical issue visible. The procedure was delayed for two minutes, then was completed with a replacement device. There was no harm to the patient.